Event description:
It was reported that the patient presented in clinic for novel implant procedure. During the procedure, it was found that the new implantable cardioverter defibrillator exhibited a diagnostic anomaly in which the echocardiogram exhibited a time-lag. The procedure was completed using an alternate device on (B)(6) 2021. There were no patient consequences.